Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio or vibrate alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump did not gave alarm for low reservoir or empty reservoir. The customer's blood glucose was 549 mg/dl at the time of incident and 134 mg/dl at the time of call. The insulin pump passed self test and displacement test. The customer stated that he was not trusting that insulin pump worked as designed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.